Event description:
I have several health issues such as severe cramps and heavy periods, cyst that I had surgically removed which came back, constant infections, weight gain, severe acne, loss of hair, migraines, random stomach cramps, fatigue, depression, anxiety all of this started after procedure was done. I was perfectly healthy prior and my doctor who's on the patients side with this one said so many horrible side effects come with such a procedure.